Event description:
Healthcare professional reports results lower than reference with protime microcoagulation system. Protime generated pt/inr 1.6 lab inr was 2.5. Physician used lab result values for pt mgmt. Liquid quality control had been acceptable. Pt's therapeutic range 2.5-3.5.

Manufacturer narrative:
This MDR submitted (B)(6) 2011 references itc complaint #(B)(4). Method: device has been requested. No product returned. No complaint trends or related CAPA identified. Result: record eval completed. Complaint could not be confirmed. Conclusion: no conclusion can be drawn. Itc has requested all data required for form 3500a.